Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2017 with blood glucose of 490 mg/dl. The customer experienced symptoms such as going to the restroom a lot. The customer was treated with manual injection. The customer was not wearing the insulin pump less than 48 hours prior to hospitalization. Customer also mentioned a high blood glucose reading of 550 mg/dl and went down to 434 mg/dl after she treated with manual injection then back up to 506 mg/dl 2 hours after treatment. Customer's blood glucose reading was 193 mg/dl at the time of call. Troubleshooting was performed. The drive support cap appeared normal. Customer declined to check for possible leaks or air bubbles, site or insulin issues and device settings. Unable to perform high pressure test due to no tubing clamp available. Customer was advised to change the infusion set, reservoir and insulin and to treat per healthcare professional's recommendation. A replacement insulin pump will be sent and is expected to return for analysis.

Manufacturer narrative:
The insulin pump was received with operating currents within spec. The insulin pump passed self test, unexpected restart error test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. The insulin pump passed delivery accuracy test. Unit received with minor scratches on case, cracked case at reservoir tube window corners, cracked battery tube threads and minor scratches on lcd window. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.